Manufacturer narrative:
A philips service engineer (se) evaluated the device, and noted that the power supply was replaced per the recommendation of the service manual (rev. T). A performance verification test was performed, and passed the criteria. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery was not charging, and would not hold a charge. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the device was turned on, and would not stop alarming. It was noted that the device would not charge the battery, and the battery would not hold a charge. It was noted that the battery had ben replaced, but when performing the battery test per the service manual, the test would fail. It was determined that the power management board required replaced. The repair is pending.